Event description:
The patient reported skin irritation on (B)(6) 2026 while using an mcot device with universal patch configuration. The patient experienced burning sensation, rash, and hives. The patient sought medical treatment for the skin irritation and was prescribed oral steroid medication. The patient discontinued use of the device or took a break in service due to the skin irritation. The patient did not follow the recommended skin preparation instructions, using silver to build a barrier but no oils or lotions. The patient had pre-existing skin irritation from a treatment for a biopsy for crps done earlier, but generally does not have skin sensitivities or allergies.

Manufacturer narrative:
The patient reported skin irritation on (B)(6) 2026 while using an mcot device with universal patch configuration. The patient experienced burning sensation, rash, and hives. The patient sought medical treatment for the skin irritation and was prescribed oral steroid medication. The patient discontinued use of the device or took a break in service due to the skin irritation. The patient did not follow the recommended skin preparation instructions, using silver to build a barrier but no oils or lotions. The patient had pre-existing skin irritation from a treatment for a biopsy for crps done earlier, but generally does not have skin sensitivities or allergies. The universal patch was not returned for evaluation. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factors were identified and/or attributed to electrode skin irritation and associated symptoms. The patient did not follow the recommended skin preparation instructions, using silver to build a barrier but no oils or lotions. The patient also had pre-existing skin irritation from a treatment for a biopsy for crps done earlier, the product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.